Event description:
It was reported that the insulin pump alarmed watchdog timeout once. The customer's blood glucose was 283 mg/dl. The caller was assisted with the rewind and reprogramming process. It was unknown whether the insulin pump was stored for a period of time. The insulin pump passed the self test and only troubleshooting was done.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.